Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump was emitting call service alarms, however when the patient attempted to reboot the pump it would not power up at all. The reporter indicated that they were able to secure the battery cap to the pump; however, the pump would not power on. The reporter denies damage to the pump. This report is being made based on the allegation that the pump will not power on.